Event description:
Device malfunction: none. Symptoms/ae: hypotension, dizziness. Time of ae: post- procedure. It was reported that an rx acculink stent was successfully implanted in the proximal left internal carotid artery. Post-procedure, the pt experienced hypotension and dizziness, prolonging hospitalization. Hypotension was treated with dopamine and pseudoephedrine and resolved within approximately 72 hrs. Though requested, no additional info was provided.

Manufacturer narrative:
Study report. Evaluation summary: the device remains in the pt's body. Hypotension is a known possible adverse event associated with the use of the product as listed in the instructions for use. There was no device malfunction reported. A conclusive cause for the reported hypotension and its relationship to the device, if any, cannot be determined; however, this may have been a result of the operational context of the product. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.